Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown otolaryngology surgery on (B)(6) 2020 and suture was used. When opening the aluminum package, it was found that there had been a suture of a different product code, so usage was stopped. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 08/27/2020. A manufacturing record evaluation was performed for the finished device pj5352 batch number, and no non-conformances were identified. Additional h-3 summary: an opened sample of product code v960g, lot # pj5352 was returned for analysis. During visual inspection of the sample, a product mix could be observed, since the foil packet belong to product code v960g, lot # pj5352 and the ophthalmic folder and needle suture combination belong to product code j551. A picture was received for analysis. Upon to visual inspection of the picture a product mix could be observed, since the foil packet belong to product code v960g, lot # pj5352 and the ophthalmic folder and needle suture combination belong to product code j551 in both sample. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.